Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified obtuse marginal branch. A 2.50 x 28mm synergy¿ stent was advance to treat the lesion. However, device was unable to cross the proximal left circumflex and it was noted that the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s condition was good.